Event description:
During an open bowel procedure, there were four or five firings of each device. The tissue seemed friable. Exchanged reloads but never received a proper staple line. At one point the instruments worked. There was no patient consequence.